Event description:
It was reported the patient presented for a lead revision. Interrogation prior to the procedure revealed the right ventricular (rv) lead was capturing atrial tissue. X-ray confirmed the rv lead had dislodged. The rv lead was explanted and replaced. The patient remained stable throughout.

Manufacturer narrative:
The reported event of dislodgement and inappropriate capture were not confirmed. A complete lead was returned in one piece for analysis. Helix, electrical, visual, and x-ray analysis were normal with no anomalies found.